Event description:
Dr. (B)(6) thought that the robot burred more than it should have for a patella femoral component. It was a size 4 pf and it looked like it burred for a size 5. Procedure type: pka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection on the 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 394 found quality inspection procedures and the pt review successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number ((B)(4)). Conclusion: for both (B)(4), multiple session data files from the cases were reviewed. Analysis of the respective burr list data, relative to the planned implant position, were completed. For each separate analysis, the respective geomagic scales show that the burr-list values were within their respective range. The investigation clearly shows that dr. (B)(6) femur (pfj), burred volumetric resection cuts, were within the rio¿s full allowable robotic limits. Also, the separate robot verification data were reviewed, which shows all of its system verification values were within tolerance. Therefore, at this time the investigation does not indicate a system defect or malfunction.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) thought that the robot burred more than it should have for a patella femoral component. It was a size 4 pf and it looked like it burred for a size 5. Procedure type: pka.